Event description:
Per the clinic, the patient experienced poor performance with the device. Open circuits were detected in all electrodes whereas, short circuits were detected in nine electrodes. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, an explant and re-implantation is planned due to the reported open circuits and short circuits, however, a specific date has not been decided and therefore, it has not taken place at the time of this report.